Manufacturer narrative:
No sample has been received by manufacturing for evaluation. The actual complaint knife and respective lot number information cannot be confirmed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested, but is not expected to become available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a knife was dull during surgery. An alternate knife was obtained in order to continue and complete the procedure. Patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
As no sample has been returned for evaluation, the condition of the product could not be verified. The actual part number and lot number of the item associated with this report remains unknown. However, two different possible lot numbers were identified, but each is associated with a different product. Because the complaint was for an unspecified knife, a device history record review was performed for both possible lot numbers. A review of the related device history records for the first possible lot number, 112735m, has been performed and no anomalies were found. A review of the related device history records for the second reported lot number, 115415m, has been performed and no anomalies were found. Both of the possible lot numbered products were released according to the manufacturer's acceptance criteria. The lot number complaint history was reviewed and this is the first complaint for the reported lot numbers and the first for the reported event. Because no sample was returned and the device history record review of the two possible lot numbers provided indicates that the product was released according to the manufacturer's acceptance criteria, the root cause for the complaint reported by the customer cannot be determined. Some potential causes are improper handling, contact with the blade protective tray or contact with another instrument on the instrument tray during procedure setup. (B)(4).